Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for replacement. From the inspection, it was identified that the first thermal runaway instance occurred during run #1163. It occurred again during runs #1165, #1172 and #1175. These instances consequently provoked the potential false positive results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI. (B)(4). (B)(4)

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results for samples analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they observed that several of the runs on their cobas liat system (s/n (B)(4)) generated positive results for 6 patients¿ samples when tested with the cobas® sars-cov-2/influenza a/b assay. It was notice that run #1164 generated a sars-cov-2 negative, influenza a negative influenza b positive result for one patient analyzed on the cobas liat system (s/n (B)(4)). Runs #1166, #1169 and #1170 generated sars-cov-2 positive, influenza a negative influenza b negative results for 3 patients¿ samples analyzed on the cobas liat system (s/n (B)(4)). Run #1171 generated sars-cov-2 negative, influenza a positive influenza b negative results for a patient¿s sample and run #1174 sars-cov-2 positive, influenza a positive influenza b negative result for a patient¿s sample both runs were analyzed on the cobas liat system (s/n (B)(4)). All 6 patients¿ samples (same samples) were repeat tested on the cobas liat system (s/n (B)(4)) that generated sars-cov-2 negative, influenza a negative and influenza b negative results for each of the 6 samples. Patient sample was collected using nasopharyngeal with universal transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. Six (6) mdrs will be filed one for each sample as per FDA guidance.